Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer called and reported that they experienced low blood glucose on (B)(6) 2017 with a blood glucose level of 47 mg/dl at the time of the incident, and they were using auto mode on the pump. The customer was at 244 m/dl and they corrected for that reading and their levels dropped real fast. The customer went up to 303 mg/dl and was feeling terrible in the 70 mg/dl range after they dropped again. The customer was at 114 mg/dl at the time of the call. The customer used food and glucose tablets to treat. The customer experienced symptoms such as sweating heavily. The customer was wearing the insulin pump during the incident. Troubleshooting was completed and the customer believes the pump is over delivering. The customer was using off label apidra insulin in their pump. The insulin pump will not be returned for analysis.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications. Insulin pump was not in manufacture mode. Installed a water filled reservoir, primed insulin pump, monitored for five (5) days, and programmed with multiple boluses during monitoring period. Observed liquid exit the tubing during the bolus deliveries. All boluses delivered properly and were listed in the daily history screen. No bolus history or delivery anomalies noted during testing. Insulin pump passed the functional test, including the self-test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test, displacement test and the dat test at 0.08800 inches. Insulin pump was received with scratched case, pillowing keypad overlay, and minor scratched lcd window.